Manufacturer narrative:
This previously capped lead was explanted on (B)(6) 2024. The lead was discarded so no analysis is possible. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was capped on (B)(6). 2019 due to oversensing. No adverse patient events were reported. The event became known with the report concerning plexa lead sn 80667691 which was implanted in the same patient.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.